Manufacturer narrative:
Other text: secondary device evaluation: the device was forwarded to a secondary investigation site for further root cause identification. It was determined the position of the dilator was probably misaligned during intercompany shipping. The correct orientation of the components within the blister was visualized in the packaging. The complaint sample was most probably incorrectly positioned within the blister pack by manufacturing. Production of this catalog number was discontinued therefore any corrective actions cannot be implemented. Complaint history was checked and there was not found any similar customer complaints therefore this incident. It is considered to be an isolated incident which was the most probably caused during packaging.

Manufacturer narrative:
H10 device evaluation: one sample was received for investigation. Upon physical inspection, it was found that the tube was bent in a different direction. We are unable to to determine the exact root cause. The component will be forwarded on to another site for further investigation. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device.

Manufacturer narrative:
Month and year of event have been provided. A product sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, part 803 when additional reportable information becomes available.

Event description:
It was reported, that during the pre-use check, the customer noticed the tube was bent in a different direction from usual. No patient injury was reported.